Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the device history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint-handling database identified no other incidents reported for difficult or unable to deploy the clip or detachment of the device component from this lot. Potential causes for the reported separation/detachment of the actuator assembly and difficulty deploying the clip can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during advancement) or manufacturing anomalies. With respect to the patient condition and procedural conditions, the separation/detachment of the actuator mandrel and difficulty deploying the clip may be influenced patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device or user technique (excessive curves applied to the device by the user or the actuator knob not being retracted far enough). The reported information stated the patient anatomy was not considered to be challenging. In this case, since the device was not returned for analysis, the cause of the separation of the actuator assembly components and the difficult to deploy could not be confirmed. Because the clip eventually deployed after removing the system from the stabilizer, this information may indicate that the coupler had been unthreaded from clip's threaded stud. It is possible that there were procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to disengage from the l-lock assembly and thereby contributed to the inability to deploy the clip. The additional troubleshooting maneuvers (multiple rotations of the actuator knob) may have subsequently resulted in the detachment of the actuator knob components; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This mitraclip report is being filed as the clip (1035422515) was difficult to deploy, requiring intervention to deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The clip delivery system was advanced into the left atrium with no issues. During clip deployment, both leaflets were grasped successfully. The actuator knob was then turned 8 times counter clockwise, and then pulled. Under fluoroscopy, it was noted that the delivery catheter retracted with the clip, attached to the leaflets. The actuator knob was turned again, 8 more times, and again the clip remained attached to the delivery system. The actuator mandrel was clamped to turn the actuator mandrel counter clockwise in order to help detach the delivery catheter from the clip. The stabilizer was then removed from beneath the device. The clip delivery handle, steerable sleeve handle, and the steerable guide handle were placed on the operating table. The gripper lines were easily removed and the entire actuator mandrel was pulled out, releasing the clip from the delivery system. The clip remained implanted in the intended location, reducing the mr to trace. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the anatomy. The clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the filing of the initial report, additional information received: while performing the troubleshooting maneuvers in an attempt to deploy the clip, the inner device components in the clip delivery system handle unexpectedly pulled out of the device. At this point the mandrel was clamped and turned counter clock wise a couple times. Currently, the patient is doing well.